Event description:
Procedure type: ventral hernia. According to the reporter: surgeon was performing a ventral hernia with a 7-8mm versastep trocar. The surgeon reported the shaft came apart from the trocar head and ended up in the patient while he was passing a thick 9cm mesh through it. He retrieved the shaft by replacing the trocar with a 12mm and pulling the shaft of the 7-8mm out through it. No patient injury was reported. Procedure date: (B) (6) 2008. No additional information available at this time.

Manufacturer narrative:
(B) (4). (B) (4).